Event description:
It was reported via repair work order that the retractable head section locking pin hole was damaged allowing the head section to not lock and secure properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the head section was damaged and would not lock into the fastening system. It is actually the patient right outer rail that was damaged and not allowing the cot to lock into the fastening system.

Event description:
It was reported via repair work order that the cot was not secured in the antler due to a damaged locking pin hole in the patient right outer rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.